Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 454 mg/dl at the time of incident and current blood glucose level was 272 mg/dl. Customer stated that the insulin pump was off while she was sleeping. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted in programming of insulin pump. The insulin pump will not be returned for analysis.